Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 140 ohms. Shock impedance trends were characterized by a gradual rise in measurements. Technical services (ts) reviewed possible causes and troubleshooting options. No adverse patient effects were reported.